Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient expressed dissatisfaction with the neurostimulator's symptom relief and requested its removal, leading to explant surgery. The patient is expected to fully recover.